Manufacturer narrative:
The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, and occlusion test, prime test, excessive no delivery test, self-test, unexpected error test and displacement test. No unexpected low battery alarms noted. The low reservoir alarm feature worked properly. The pump passed the test at 0.08690 inches. The pump was received with cracked case at display window corners and minor scratched display window.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2017 with blood glucose of 893 mg/dl. Customer had symptoms such as being tired and dehydrated. Customer was hospitalized for high readings. Customer was treated with insulin drip. Customer's blood glucose went back to 163 mg/dl. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed and it was found that the drive support cap appeared normal. The customer stated that the pump alarmed with high pressure test. The insulin pump was returned for analysis.